Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/16/2017. Device returned to manufacturer? Yes. Device evaluation: two samples were returned to the manufacturing site for evaluation. The complaint samples consisted of the activated syringes (containing approximately 0.25 and 0.60 millimeters of expellable solution), the cylinder holders and the plunger rods which were screwed into the backside of the blue rubber plungers. The two cannulas were attached at the cannula mount on the holders. Visual inspection showed that the syringes and the remaining solutions were clear and free from particles. Videos and photos of the procedure were also provided and were evaluated. The videos showed the presence of particles in the patient¿s eye during the surgical procedure. However, the complaint syringes and the remaining solutions were observed clear; therefore the customer's reported complaint could not be verified and no probable cause could be determined. Visual inspection on retained products was performed. (B)(4) samples were investigated. No visible defects were found on the package, cannula or solution. The solution was clear and colorless. All components were included in the product, without defects. No visible defects on the product box. The printing on the carton and labels were correct. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. This is not an implantable device. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that particles were observed in the eye of a male patient when the viscoelastic healon was injected into the eye. The surgeon replaced the viscoelastic with a new vial but particles were injected into the eye also with the new healon. Reportedly, the particles were removed during the irrigation and aspiration (I/a) procedure and the surgery was completed successfully. No patient injury was reported. No further information was provided. Two mdrs will be filed as the same issue was observed with two devices. This report is for 1 of 2.